Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump intermittently suspended basal delivery at night which caused the customer to experienced blood glucose (bg) levels of approximately 400 mg/dl. Review of the pump data logs by tandem technical support verified that the customer had received multiple, intermittent auto-off alarms which suspended insulin delivery at night. Multiple attempts were made to educate the customer on the pump's auto-off safety feature and advise the customer to consult with the healthcare provider prior to modifying the setting; however, customer did not respond.